Event description:
It was reported to philips that the system was failed to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that the system failed to boot up. Review of the log files shows multiple errors related to the host pc's graphics card. Upon troubleshooting fse went onsite and cleaned the dust, reinserted the hard drive (hdd), and reconnected all signal cables but issue persists. To resolve the issue, fse replaced the host pc and hdd, restored the ghost image, and reinstalled the new license. The defective parts were returned for analysis, for host pc, malfunction was not observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.